Event description:
An account stated that the casters at the head of this stretcher would not hold. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working, could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.